Manufacturer narrative:
Evaluation was not possible, as the products were not returned. Product information required to review the device history records was not provided. The initial reporting indicated the products were not suspected of failing to meet specifications of contributing to the event. The investigation was limited to the information provided. The investigation could not verify or draw any conclusions about the root cause of the reported device loosening based on the provided information. Based on the investigation findings, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the products and/or additional information be received, the investigation will be re-opened.

Event description:
Patient was revised to address loosening of the femoral and tibial components.